Event description:
In cardiac cath lab undergoing multiple biopsies of right ventricle experienced hypotension after 5th biopsy. Echo showed pericardial effusion. Pericardial tap done for possible right ventricle puncture.